Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the stylet was stuck in the left ventricular (lv) lead. The lv lead was exchanged. The implant was successful with the replacement. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up/clogged distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.